Event description:
It was reported that the patient was admitted due to driveline power fault alarms. Log file analysis captured driveline power faults starting (B)(6) 2021 at 0946 which continued for the duration of the log. The log file also noted power cable disconnect events not associated with power source changes. These appeared to occur while the power module was in use.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was requested but not provided. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. Additionally, the report of damage to the patient¿s driveline was confirmed based on the submitted photographs. The submitted system controller event log file contained data from (B)(6) 2021 through (B)(6) 2021. The log file captured driveline power fault alarms starting on (B)(6) 2021 until the end of the file. No interruption in pump function was observed. The pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22oct2019. No further information was provided. The manufacturer is closing the file on this event.